Event description:
It was reported to covidien on (B)(6) 2009 that a customer had an issue with safety needle and syringe. Customer reports after giving an injection, the hub of needle separated from syringe, resulting in the nurse being stuck in the finger.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.